Manufacturer narrative:
An olympus representative explained to the user that the spare lamp should light up on the front panel. The biomed was out and the user was provided the correct information and ordered a new lamp to replace the old one. The procedure was cancelled and rescheduled as a result of this event. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
It was reported, the lamp of the evis exera iii xenon light burned out and the customer was unclear on how the spare lamp was turned on. There was no patient harm reported from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was manufactured more than 8 years ago. If the device has been delivered more than 8 years and used frequently, it is likely the igniter has deteriorated over time due to repeated use.